Event description:
During a arthroscopic rotator cuff/labral repair that the tip of the device broke off in the pt's bone and was not retrieved. It was also reported that the procedure was completed arthroscopically without injury to the pt.